Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the pump has not been able to power on for the past five days. The reporter stated that after attempting multiple battery changes, the pump powered on once, blinked and then powered off. It is causing the time to reset and came to the verify screen once. The reporter stated that the pump will occasionally make beeping sounds as if it will power up but nothing happens. This report is made based on the allegation of the power issue.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the complaint was verified in the history but could not be duplicated. The black box verified evidence of power on resets. The pump was exercised for 24 hours with returned battery cap, no power loss on rebooting was duplicated. There are no alarms related to the complaint in the alarm history. Performed a load, rewind, prime with no issues. A battery cap functional test was performed; no battery cap connection defects were observed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.